Manufacturer narrative:
H3 other text : device not return.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a ventilator's sound abatement foam. The patient alleged to have nose irritation, respiratory tract irritation, inflammatory response. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a ventilator's sound abatement foam. The patient alleged to have nose irritation, respiratory tract irritation, inflammatory response. There was no serious harm or injury reported. The ventilator was returned to the manufacturer for evaluation and verified particles in the airpath. No repairs performed. The unit will be scrapped. Section "adverse event/product problem" in box b and section "type of reported complaint" in box h has been updated/corrected in this report.